Manufacturer narrative:
Correction: the date returned to manufacturer was documented as may 5, 2017 on the initial report. It has been updated as jun 6, 2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the gear seized, jammed, blocked and moved heavily. It was further determined that the lower trigger was broken and the housing was broken down. It was further determined that the device failed pretest for the following assessments: general condition, check for leakage, check of free moving, check function of all modes, and check response of on/off trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Reporter number (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. However, the assignable root cause could not be determined because evaluation is still pending. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery handpiece device lower trigger was broken and the bearings ran rough. It was further determined that the device failed the following pre-tests: general condition, check for leakage, check of free moving and check function of all modes. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.